Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/18/2016 with the following findings: during investigation, a crack in the battery compartment was observed. Evaluation also revealed that when the pump was powered on, the display was dim, with discolored test.

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. Evaluation also revealed that the display was dim with discolored text. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/18/2016.